Manufacturer narrative:
The company service representative examined the system and replaced the fluidics pcb. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unknown at this time. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: system switched out. The surgeon reported a system message displayed during set up. The staff attempted to reboot the system five times and could not clear the system message. The system was switched out and the case was completed. No pt was involved.